Event description:
Additional information received indicated alcohol prep of the skin was performed prior to placement of the grounding pad. The skin was neither hairy or diaphoretic. The patient was seen on follow up and the burn had healed with no additional intervention required. There were no performance issues with any sjm device during the procedure.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported patient burn could not be conclusively determined.

Event description:
During a unilateral four level lumbar ablation procedure, a patient burn occurred. Following the procedure, a second degree burn in the shape of the grounding pad was noted on the patient's right flank. Blistering of the skin was also noted. The patient was treated with bacitracin ointment.